Event description:
Type ia endoleak: the left eia was cto, and the right ria lumen was diffusely narrowed more than 80% by thrombus, and the abdomen part was two hump-shaped like a gourd. The left cto was penetrated, and the left eia was dilated with a dilator and a pta balloon to implant the main bifurcated stent graft from the right leg. Using a reverse slider technique, the stent graft was deployed to fit the stent graft to the shape of the aneurysm from the proximal neck. For both right and left legs, excluder legs were implanted up to the peripheral cia. Angiography after post-dilatation revealed a type ia endoleak. Post-dilatation was performed again, but no imaging was performed. Since there was no blood flow into the distal side, which was the main aneurysm, during the initial angiography, the physician decided to see how things turn out this time. Finally, bare smart stents (8 mm for the left and 10 mm for the right) were implanted in both eia, and the procedure was completed. The physician commented that no further actions were taken as the aneurysm to be treated was able to be occluded since no blood flow entered the aneurysm on the distal side. Operation type: evar after cto penetration blood loss: blood was transfused due to a large amount of blood loss. Ancillary devices used: excluder leg (gore, 14 mm x 12 cm), excluder leg (gore, 14 mm x 10 cm). Smart stents (cordis japan, 8 mm x 8 cm and 8 mm x 3cm), smart stent (cordis japan, 10 mm x 8 cm). (Tc#bm220500372). Patient outcome - "no health damage to the patient."

Event description:
Type ia endoleak: the left eia was cto, and the right ria lumen was diffusely narrowed more than 80% by thrombus, and the abdomen part was two hump-shaped like a gourd. The left cto was penetrated, and the left eia was dilated with a dilator and a pta balloon to implant the main bifurcated stent graft from the right leg. Using a reverse slider technique, the stent graft was deployed to fit the stent graft to the shape of the aneurysm from the proximal neck. For both right and left legs, excluder legs were implanted up to the peripheral cia. Angiography after post-dilatation revealed a type ia endoleak. Post-dilatation was performed again, but no imaging was performed. Since there was no blood flow into the distal side, which was the main aneurysm, during the initial angiography, the physician decided to see how things turn out this time. Finally, bare smart stents (8 mm for the left and 10 mm for the right) were implanted in both eia, and the procedure was completed. The physician commented that no further actions were taken as the aneurysm to be treated was able to be occluded since no blood flow entered the aneurysm on the distal side. Operation type: evar after cto penetration blood loss: blood was transfused due to a large amount of blood loss. Ancillary devices used: - excluder leg (gore, 14 mm x 12 cm), excluder leg (gore, 14 mm x 10 cm) - smart stents (cordis japan, 8 mm x 8 cm and 8 mm x 3cm), smart stent (cordis japan, 10 mm x 8 cm) (tc#bm220500372) patient outcome - "no health damage to the patient."